Event description:
A hospital manager reported to a company sales rep that bubbles had been seen while using 3 systems owned by the facility. There was no patient impact reported. Add'l info was requested. This is the third of three reports being filed for this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).